Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with the front corners chipped out, and the bottom case by the l-bracket case and barrel clamp head cracked. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed "force sensor bridge test" message. To further investigate, a power up process was performed. Customer problem was duplicated. The force sensor count was 266 (should be in 30s) and value was 5.68 lbs with no applied pressure; cannot recalibrate. The force sensor was replaced. The plunger cable was also replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump failed force sensor bridge test. No patient was involved in this event. No adverse effects were reported.